Manufacturer narrative:
Of the 3 allegations of a malfunction, no pumps were returned to animas and investigated. During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-47 years of age. Of the reported patients, 3 were male.